Event description:
Bd insulin syringes; rptr had a pt call to ask them to report a device defect after trying to use a box of insulin syringes. The pt even brought in a couple of syringes to show them. The syringe needle does not come out perfectly straight from the syringe, it is slightly at an angle. However, it is firm and doesn't appear loose.